Event description:
It was reported "kinked guidewire". This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one guidewire assembly for analysis. The guide wire and tubing will be analyzed as part of this investigation. No definite signs of use were observed. Visual analysis revealed that the guide wire contained one kink towards the distal end. Microscopic examination confirmed the kink and identified offset coils at the location of the kink. The distal and proximal welds were present and were observed to be full and spherical. During normal assembly of the guide wire within the tubing, the location of the kink would be inside the straightener, protecting it from damage. The kink in the guide wire were located 575mm from the proximal tip. The overall length of the guide wire measured 604mm, which is within the specification of 600-608mm per product drawing. The outer diameter of the guide wire measured 0.800mm which is within the specification of 0.728-0.826mm per guide wire product drawing. Functional inspection of the guide wire was performed per the instructions for use (IFU) provided with the kit which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire encountered minor resistance when the kink passed through the lab inventory ars and 18 ga introducer needle. All undamaged sections of the guide wire were able to pass through the arrow raulerson syringe (ars)/18 ga introducer needle subassembly with no resistance. A manual tug test confirmed the distal and proximal welds were secure and intact. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through examination of the returned sample. The guide wire was kinked towards the distal end. The guidewire met all relevant dimensional requirements. A device history record review did not identify any manufacturing related issues. Based on the customer report and sample received, the potential root cannot be determined as it is unknown when the damage occurred. Teleflex will continue to monitor and trend for complaints of this nature.